Event description:
The user facility reported a 68-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. After removing the peel away sheath, the patient decompensated further requiring central extracorporeal membrane oxygenation. The impella position was lost when manipulating the heart and was not able to recross the aortic valve. The left ventricle remained decompressed so the physician made the decision to explant the device.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.